Manufacturer narrative:
Correction: d6a customer complaint of premature discharge of battery was not confirmed. The device was received with no telemetry with battery levels at eol. Rco analysis performed, indicated no anomalies. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3, h6.

Event description:
New information received stated that the implantable cardiac monitor was explanted. The patient was stable during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. No intervention was performed. The patient was stable.